Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was charging slowly. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined follow up with tandem customer technical support. No additional information was provided.